Event description:
Complainant alleged that a first-responder was analyzing a patient in cardiac arrest and the device issued a "low battery" message and would not provide therapy to the patient. A paramedic crew responding to the call arrived and assumed treatment of the patient. The paramedics immediately removed this device and attached their device to the patient. The paramedics proceeded to provide treatment to the patient accordingly and ultiamtely administered a total of six (6) shocks to the patient. The patient subsequently expired.